Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self tests. However, unable to communicate with carelink pro due to a problem with the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that wrong insulin pump was send. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.